Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a gas loss alarm. Customer verified there was no presence of blood or discoloration in the helium tubing, all tubing and connections were secure, free from kinking, and connected appropriately. The alarm had gone off a few times during shift. Customer states they pressed start several times without the iab fill key then utilized the help screen and performed a fill which resolved the alarm and resumed therapy. Also followed the instructions on the screen to turn off the gas loss alarm. Customer called in to the clinical line to make sure this was ¿okay.¿ customer reports the patient is ventilated with a peep of 5 and has been coughing very forcefully. I explained the alarm was likely triggered by a rise in intrathoracic pressure caused by the coughing and high peep. I recommended that because of this, we should turn the alarm back on. Customer attempted multiple times with no luck. I suggested they reboot the console to see if the issue was a screen glitch which was not possible due to the patient¿s low maps. I asked that they and the oncoming nurse discuss switching out the console which they decided against as there was only one backup console. I explained that all the other alarms would continue to sound. Customer switched over to have the gas loss alarms paused for 60 minutes. I reminded to check often for blood in the helium tubing. Update sunday, january 22, 2023: spoke with customer to check in; the gas loss alarms remain paused and have not gone off at the 60-minute mark. I assisted in switching over to a new console at customer request. The new console also had the gas loss alarms turned off; the nurses were unable to switch them back on. We went through all troubleshooting options together; again, it seems to be a screen issue. Update 8:45 pm est: I called the night shift to tag both pumps to be assessed by biomed. Related to 757091.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.